Event description:
Per the surgeon, the pre-planned virtual screw does not line up with the live navigated screw during the procedure. The issue has not affected the surgeon's accuracy during the case as he periodically checks off on another screw to ensure accuracy. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Corrected data: d2a, d2b, d3, d5, g1, and h4. D9 and h6 coding has been updated to reflect investigation conclusion.

Event description:
Per the surgeon, the pre-planned virtual screw does not line up with the live navigated screw during the procedure. The issue has not affected the surgeon's accuracy during the case as he periodically checks off on another screw to ensure accuracy. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.